Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were unable to charge their implantable neurostimulator (ins) on the day prior to the date of this report. The patient charged for about 25 minutes in their healthcare provider (hcp) office, after which the ins icon still showed as having an empty battery. However, the device was able to be interrogated. Upon interrogation, the ins icon on the clinician programmer 8840 indicated that the ins was one quarter full. The patient was instructed to charge to full each time; it was noted via clinician programmer 8840 interrogation that on occasion, the patient had only charged to 75% or less. Impedance values were checked and electrode 8 was found to be greater than 10,000 ohms. The device was reprogrammed to avoid using electrode 8 and groups were added, including an hd setting for the patient to try in attempt to provide relief in their back area while maintaining relief in their legs. The patient was to follow up with the manufacturer representative if they continued to have trouble recharging or would prefer to switch to a different group once the ins was fully charged. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown. Follow up has been conducted to obtain patient information.